Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 500 mcg/ml; 150.09 mcg/day and bupivacaine 2 mg/ml; 0.6004 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the pump had not assisted with the patient¿s pain. The pump was empty, and it was unknown how long the pump had been empty. The patient was informed by the hcp that the pump needs to be explanted, due to being empty for a long period. Per the hcp the patient was non-compliant and had been going to different doctors for pump care. The hcp interrogated the pump and reservoir volume was empty; alarms were noted. The pump was explanted (B)(6) 2018 and discarded. There were no issues with the pump; therefore, no reason to return. The catheter was aspirated and flowed smoothly. The hcp tied off the catheter for future use if needed. The hcp planned to manage the patient with oral medications. The issue was resolved. Patient status was alive - no injury. Medical history was chronic low back pain after a car accident. Patient weight was (B)(6). No further complications were reported.